Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. An introducer was placed into the right internal jugular vein. The endocoronary sinus catheter buckled several times during initial attempts to insert it into the introducer. The catheter was then passed through the introducer and positioned in the coronary sinus using transesophageal echocardiography and fluoroscopy for guidance. The pt gradually became hypotensive, requiring a dobutamine infusion, and the coronary sinus pressure was noted to be unusually high. While preparing to cannulate the ascending aorta, the surgeon discovered that the pericardial space was filled with blood. A tear was found in the coronary sinus. After placing the pt on cardiopulmonary, the coronary sinus tear was repaired through the thoracotomy incision. The coronary artery bypass graft was completed and the pt recovered fully.